Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced scrotal discomfort, which necessitated a surgical intervention. During the procedure, urethral erosion and wound infection were confirmed. The entire aus was removed. The patient was catheterized. No additional patient complications were reported.